Manufacturer narrative:
The device was not available as it remains in the patient. Imaging provided showed the screw to have backed out past the blocking mechanism at the inferior level of a two-level plated located at c5-c7. The patient is asymptomatic and reported no pain or discomfort. The exact cause of the reported issue cannot be determined.

Event description:
It was reported that a resonate screw is backing out of a plate post operatively.